Manufacturer narrative:
A patient's ipg has reached its end of service was reported to abbott. As a result, the ipg was explanted and replaced. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The ipg was explanted and replaced due to ipg reaching end of life. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention may be taken at a later date to address the issue.